Manufacturer narrative:
Complaint reference: (B)(4).

Event description:
It was reported that the patient underwent revision surgery due to elevated cobalt and chromium levels plus pain on the right side following primary surgery.

Event description:
It was reported that the patient underwent revision surgery on the right hip on (B)(6)2020. The revision was performed due to elevated cobalt and chromium levels plus pain on the right side following primary surgery. During the procedure, the metallic bhr head was removed and the bhr cup remained in site. The previous resurfacing system was revised to a tha system.

Manufacturer narrative:
H10. Additional information in a2, b6, and b7. H11. Corrected information in b4, b5, and h6 (health effect - clinical code, health effect - impact code, and medical device problem code).

Manufacturer narrative:
H3, h6: it was reported that a hip revision surgery was performed due to due to elevated cobalt and chromium levels plus pain. As of today, the devices, all of which were used in treatment, remain implanted and therefore cannot be tested. A review of the historical complaints data for the devices concerned was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the head. This will continue to be monitored via routine trending, however it should be noted that this device is no longer sold. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. It should be noted the surgical technique contraindications include ¿patients with any vascular insufficiency, muscular atrophy, or neuromuscular disease severe enough to compromise implant stability or postoperative recovery". It cannot be determined to what extent the neutral anteversion of the acetabular component had on the patient¿s pain and clinical status. With the information provided the clinical root cause of the reported pain and elevated cobalt cannot be confirmed and it cannot be concluded that the reported reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the bhr head was removed. The bhr cup remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. Due to the poor quality of the scanned surgical documents page provided, the part and lot numbers received for the right side are not clear. A review has been performed for 74123140 07gw12604, a 40mm bhr head and 74122146 08kw19744, a 46mm bhr cup. If additional information is received to confirm the part and lot numbers (e.g chart-stiks), any updated part and lot numbers will be reviewed. A review of the complaint history for the bhr head and bhr cup was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. It should be noted the surgical technique contraindications include ¿patients with any vascular insufficiency, muscular atrophy, or neuromuscular disease severe enough to compromise implant stability or postoperative recovery. It cannot be determined to what extent the neutral anteversion of the acetabular component had on the patient¿s pain and clinical status. With the information provided the clinical root cause of the reported pain and elevated cobalt cannot be confirmed and it cannot be concluded that the reported reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.